Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician had difficulty accessing the distal right coronary artery (rca) target lesion with the cypher select plus 2.5 x 18 mm stent. The stent delivery system (sds) was removed from the pt and inspected. Upon inspection, the proximal stent struts were noted to be uplifted. The distal rca lesion was reported to be: a 90% stenosis, and calcified. The lesion was pre-dilated. Another stent was used to complete the procedure successfully. There was no reported pt injury.

Manufacturer narrative:
The product was returned for eval and testing; however, the engineering eval is not complete. Additional info will be submitted within 30 days upon receipt.